Event description:
A customer reported unexpected software behavior, wherein multiple patient data is merged into one study when the data is transferred through the networking accessory (aegis) of the system to a data storage device.